Event description:
Regulatory agency reported, left side "capsular contracture, baker grade IV". Regulatory agency additionally reported, "rupture". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Regulatory agency reported "patient suffered from capsular contracture baker grade IV, side unknown." This record relates to an unknown side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported via regulatory agency left capsular contracture baker grade IV and later left rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening on posterior side assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ creases are observed. ¿ wear abrasion is observed. No further actions are required as the device was implanted.